Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4)implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The consumer reported that there was uncomfortable and overstimulation. The patient was not able to control stimulation going up or down. It was wide open. Then the patient attempted to decrease amplitude by pressing the minus button, the patient could see the amplitude going down on the patient programmer (pp) screen but he felt the stimulation was increasing to an uncomfortable level, so he turned therapy off. The issues occurred the day prior, on (B)(6) 2015. It was noted that the patient was implanted for spinal pain. The patient later reported that he called a manufacturing representative (rep). They changed programs to resolve the issues.